Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MFR: 2134265-2015-06767. It was reported that a dissection occurred. The patient presented with severe claudication in their left lower extremity. The 90% stenosed and 40mm in length, de novo target lesion was located in the left popliteal with a reference diameter of 4.5mm. The target lesion was treated with a jetstream atherectomy catheter, the smaller cutter was utilized. Following the blade down and then blade up, there was significant spasm with a spiral dissection seen in the area of the disease. The lesion remained at 90%. The lesion was dilated with an unspecified 4.0 mm balloon. There was restoration of good flow with no distal embolization noted. However, there was significant recoil and the lesion needed to be stented. This was done using a 6.0 x 80 mm non-bsc drug eluting stent. This was deployed and dilated with an unspecified 5.0 mm balloon. There was no distal embolization and a non-bsc vascular closure system was deployed successfully. The patient was discharged on aspirin and plavix.

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR::2134265-2015-06767. It was reported that a dissection occurred. The patient presented with severe claudication in their left lower extremity. The 90% stenosed and 40mm in length, de novo target lesion was located in the left popliteal with a reference diameter of 4.5mm. The target lesion was treated with a jetstream&#59393;therectomy catheter, the smaller cutter was utilized. Following the blade down and then blade up, there was significant spasm with a spiral dissection seen in the area of the disease. The lesion remained at 90%. The lesion was dilated with an unspecified 4.0 mm balloon. There was restoration of good flow with no distal embolization noted. However, there was significant recoil and the lesion needed to be stented. This was done using a 6.0 x 80 mm non-bsc drug eluting stent. This was deployed and dilated with an unspecified 5.0 mm balloon. There was no distal embolization and a non-bsc vascular closure system was deployed successfully. The patient was discharged on aspirin and plavix.